Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis noted only the dislodged stent implant was returned inside the yellow protective sheath and on the stylet, confirming the reported dislodgement. There was no damage noted to the stent implant or protective sheath. There was a bend in the middle of the stylet, which likely occurred during handling for return analysis. The inner diameter of the protective sheath and the stent outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodgement; however this could not be confirmed and a conclusive cause for the stent dislodgement could not be determined. It was reported the stent dislodgement was not noted until the sds was advanced into the patient anatomy. It should be noted the instructions for use states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. As the failure to inspect the sds prior to advancing the sds into the patient anatomy does not appear to have caused or contributed to the reported stent dislodgement, an in-service will not be requested for the account. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no similar incidents reported for stent dislodgement for this lot.

Event description:
It was reported that during preparation of the 2.25 x 18 mm xience nano rx stent system, the stylet was removed without difficulty. The stent system was advanced into the patient anatomy for a procedure in the second diagonal and it was noted that the 2.25 x 18 mm xience nano rx stent was missing from the stent delivery system. The stent delivery system was removed from the patient anatomy. The stent was then found on the stylet. The procedure was completed with a new 2.25 x 18 mm xience nano rx stent. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.